Manufacturer narrative:
Clinical affairs took the initial phone call with the physician on 07/27/2020, in which he stated that a nurse would call back with further information on the complaint. The initial reporter did not confirm the pump model number or serial number. Clinical affairs left a voicemail on the initial reporter cell phone on 07/29/2020. Physician called back on 08/03/2020 to state he was going to repair the catheter as the patient was having increased pain. He did not provide further details as to the pump model number or serial number. To obtain more information after the scheduled catheter revision, clinical affairs called 08/10/2020; call sent to voicemail with no response from the physician. Quality manager called the physician's office on 08/12/2020 and was unable to reach the office administrator. She left a voicemail asking for the message to be relayed to the physician. Since no verbal confirmation of further details of the incident and subsequent expected catheter revision could be established, a letter asking for further information was sent via fed ex overnight with signature required to the physician office on 08/13/2020. See attachment for letter contents and proof of delivery. No further information was received from the reporter despite multiple attempts to obtain more information. It is unknown if the scheduled catheter revision took place or if there is further confirmation from the initial reporter of the root cause of the incident. This MDR is being made off of the basis of known information despite being unable to obtain the full details of the adverse event. If further information from the initial reporter is received, a supplemental MDR will be filed.

Event description:
Physician believes there is leakage of the pump contents at the pump catheter near the insertion into the pump. When he aspirated from the catheter using the special bolus needle (sbn) he was only able to aspirate 0.2 ml approximately. When he injected dye using the special bolus needle, there was extravasation of the dye which pooled under the pump and at the catheter tip site intrathecally. There was a planned catheter revision planned for friday (B)(6) 2020 where he will attempt to repair the catheter.